Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had holes in the hose was confirmed. An assessment was performed and it was observed that the device had three holes in the hose near the muffler, and there was an oil leak at the swivel. It was further determined that the device failed pretest for noise assessment, and oil leak assessment. The assignable root cause was determined to be component damage caused by misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device had two holes in the hose. During in-house engineering evaluation it was determined that the device failed noise assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.